Event description:
It was reported several instruments were found damaged during cleaning and sterile processing. Three stardrive screwdrivers, have all become worn and no longer are capable of picking up screws. One mesh plate cutter is broken into two parts at one of the end pieces. One hexagonal screwdriver is broken and missing the tip. There was no patient or procedure involved. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the 313.93, lot 4954496 4.0mm hexagonal screwdriver was received in a significantly worn condition, distal 4mm hex tip is broken off angle and directionally consistent with tightening breakage. Manufactured march 2005, the device is over 9 years in the field. The 4mm hex driver is intended for use for fixation of various bones and bone fragments requiring 6.5 & 7.3mm cannulated screws and as recommended in various technique guides. The broken tip of the returned device was not returned and what remains shows evidence of clockwise over tightening to the breaking point and has likely been subjected to the same overtightening for over 9 years. Cannulated screws are intended for final tightening by using a torque limiting instrument as recommended by ao principles for final cannulated screw tightening in any event. Such a repeated method of use over 9 years has led to this complaint. The relevant drawing was reviewed and determined to be suitable for the vintage intended design, application and dimensional conformity when used as recommended. The method of use employed with this device has led to this confirmed complaint which is not a result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.